Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change out, the physician noticed that the thin outer insulation layer of the right ventricular (rv) lead was damaged and easily peeled away from the main body of the lead. There was no damage to the underlying layers of insulation nor were there any issues noted with the lead performance before, during, or after the case. The lead remains in use. No patient complications have been reported as a result of this event.